Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ needleless connector was blocked during use. The following information was provided by the initial reporter, translated from chinese: "in the sales report on april 10, when the head nurse opened the product package to exhaust air before use, she found that the connector was blocked, and the connector was connected to flush, and it took a lot of effort to push out the liquid."

Manufacturer narrative:
H6: investigation summary one mz1000 sample from lot 22045853 was received without packaging for investigation; a connecting 10ml bd posiflush syringe was also returned. The feedback provided by the customer suggests a complete occlusion was detected during use of the maxzero product with a lot of pressure having to be applied in order achieve fluid flow. A visual inspection of the returned sample revealed the maxzero piston to be slightly recessed. Functional testing was performed by connecting to the returned bd posiflush syringe and a 50ml bd plastipak syringe from stock and attempting to flush with fluid; in each instance, the customer's experience was confirmed as it was not possible to achieve fluid flow unless excessive force was applied. The samples were then sent to the manufacturing site for further investigation. Their analysis confirmed that the piston was collapsing in such a way that it would block the tip of syringe resulting in occlusion. The sample was disassembled and closely analysed for any potential manufacturing defects, however no flash or obvious sources for occlusion were identified which may have contributed to the customer's experience. Analysis of the assembly machine identified that it is possible for an occlusion to be generated due to a misassembled piston within the maxzero housing, or as a result of stiction due to lack of silicone within the component. A review of the production records for lot 22045853 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product.

Event description:
It was reported that the bd maxzero¿ needleless connector was blocked during use. The following information was provided by the initial reporter, translated from chinese: "in the sales report on april 10, when the head nurse opened the product package to exhaust air before use, she found that the connector was blocked, and the connector was connected to flush, and it took a lot of effort to push out the liquid."